Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The visi-pro stent was supposed to be placed in the subclavian artery, however, the lesion was too tight to cross. The stent became stuck proximal to the lesion and would not pull back when trying to retrieve through the sheath. The physician had to deploy the visi-pro at the current, non target location. No injury to the patient reported.